Event description:
It was reported that a pump constantly alarms air in line even through there is no air and that the tubing was a new IV set. The customer stated they tried to recalibrated the device and "that did not help." It was also reported that this was found during preventative maintenance testing and there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and eval by baxter. The eval found the unit inoperable due to constant "reload set" alarms. The eval found the upper reading on the ultrasonic sensor to be 97 with a fluid filled tube and this reading should be greater than or equal to 2700 caused by a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to air and upstream occlusion alarm if the pump was able to run. Additionally, review of the history log shows multiple events of "reload set" alarms. The upstream sensor was replaced.